Manufacturer narrative:
D4 ¿ model number, catalog number, expiration date, primary UDI number and h4 - device mfg date; corrected. H6. Evaluation codes: updated. At the time of this investigation the physical device was not received at the investigation site. The investigation was carried out based on the video and photo provided by the customer. On the video, visible leak testing of one epidural flat filter using the syringe. After pressing the piston of the syringe there is a visible fluid leaking from the filter side. The complaint was confirmed. A root cause could not be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there were 3 units of epidural minipacks with clamp was opened to be used. All 3 was found leaking at filter side. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.